Manufacturer narrative:
Product analysis: model: 2490g21, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that there was a printed circuit board assembly(pcba) corrosion found. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor blew up when the patient was changing the batteries. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.